Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding procedure to treat varices performed on (B)(6) 2024. During the procedure, the first and second bands were deployed successfully; however, the third and the remaining bands could no longer be deployed. It was noticed that the strings at the end of the ligator cap was "frayed." The procedure was still completed using the same original speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code (B)(6) captures the reportable event of bands unable to deploy.